Event description:
Complainant reports that they had a sinus infection. They went to the dr. Prescribed nasonex and predisone for the infection. After taking the products, they were able to regain their senses for taste and smell but they were experiencing ringing in the ears. A friend suggested that complainant use this product to correct the condition. Complainant placed the product in the soles of their shoes, (like dr scholl's insoles) and with the scraps of the soles, they were directed to place over their ears to correct this problem. Complainant stated that it did not work and caused them to become worse. Initially, the complainant stated that they used the magnetic necklace.